Manufacturer narrative:
Address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which led to sepsis and death. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal (ip) vancomycin and gentamicin, ip (doses and frequencies were not reported). Subsequently, the patient developed sepsis. The treatment for the sepsis was not reported. Two days after being admitted to the hospital, the patient passed away due to peritonitis and sepsis. Dianeal and extraneal therapies were ongoing until the time of death. No additional information is available.